Event description:
During a tuna procedure, the needles would not fully into the cartridge prior to the cartridge being removed from the pt. No injury to the pt was reported. No treatment interventions were required.